Event description:
The customer reported an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank and x-ray tube were replaced during the service call. The reported issue is currently under investigation.